Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video processor epk-3000. In the event reported, it was stated that the when the power was turned on (B)(6) 2021, the lamp was not lit properly and the front panel was completely turned off. The anomaly was observed in the operating room before use. There was no adverse event reported with this complaint. No additional information was provided this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model epk-3000-us available for sale in the united states with a 510k #k172156. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.